Manufacturer narrative:
All available patient information was included. Additional patient details are not available. During troubleshooting, service proactively replaced both the pre-trigger and trigger level sensors, however the manifold valve kit was replaced due to the module generating error code 1005, 1007 and 1008 at the time the falsely decrease result occurred. Service determined the manifold valve kit the likely cause for the issue. The issue was resolve with replacement. Function was verified with a control/precision run. The service history of the isr60617 verifies no subsequent issues have been reported related to falsely decreased results post service intervention. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformance's, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the manifold valve kit was identified.

Event description:
The customer observed falsely decreased initial total psa results for a patient sample tested on the architect i2000sr processing module. Patient 2: sid (B)(6); total psa; initial test: 0.002 ng/ml; retest: 5.67 ng/ml; normal/expected range is less than or equal to 4.0 ng/ml. No adverse impact to patient management was reported.